Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that the packaging was damaged during unpacking, and the stent was fractured. The procedure was successfully completed using an alternate device. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.